Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that device was originally functional. The pt's benefit has decreased recently. On (B)(6), 2010 the position of the floating mass transducer was checked under local anesthesia through the tympanic membrane. It was found to be in the right place but the pt was no longer able to hear with her device.